Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that on (B)(6) 2016, the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =250 mg/dl with no reported symptoms suggestive of hypoglycemia. This blood glucose excursion does not meet animas' criteria of a reportable adverse event and is not being reported as an adverse physical event. Troubleshooting by animas customer support determined there was no pump malfunction involved; the patient had miscounted carbohydrates and was referred to their health care provider for diabetes management. This complaint is being reported because the pump is being replaced to the patient due to patient insistence as they have lost confidence in the insulin pump.